Event description:
It was reported that the customer's insulin pump had air bubbles inside the tubing. Her blood glucose levels were high. The customer's blood glucose level was 239 mg/dl. Her illness does not allow her to exercise and has a zero carbohydrate diet. In the alarm history two threshold suspend alarms and a low reservoir alarm were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.